Manufacturer narrative:
(B)(4) no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided. Review of the reported event by a health care professional found: intramedullary nail systems are designed to provide stable internal fixation for various long bone fractures and have been designed for specific applications to help restore the shape of the fractured bone to its natural, pre-injured state. Long bone fractures follow specific regenerative patterns, creating a complex biological healing process and placing a patient at a heightened risk of delayed union. The healing of bone can be complicated by patient comorbidities such as diabetes, obesity, smoking, level of activity and other conditions that are known to slow a person's ability to heal. Delayed union can be treated through a secondary option called dynamization that involves removal of proximal or distal locking screws causing compression at the fracture site and promoting union. Dynamization with an intramedullary nailing system is considered a standard secondary treatment for facilitating second-stage healing. A definitive root cause cannot be determined. The reported event can not be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient presented for an office visit on (B)(6) 2025 after reporting a fall over the holiday period. The patient stated she was experiencing pain in the right foot, and x-rays taken during the visit showed that the right foot mtp plate had fractured. The broken plate remains in the patient, and no follow-up surgery has been scheduled at this time. Attempts have been made and no further information has been provided.